Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) device. The physician also suspected atrophy. The aus device was explanted, and a new aus device was implanted. No other patient complications were reported.

Event description:
It was reported that a patient with artificial urinary sphincter (aus) experienced recurring incontinence. The physician also suspected atrophy. During the procedure, the physician found the system was empty indicating there was fluid loss from the device. The location of the fluid loss was not identified. The aus was explanted, and a new aus was implanted. No further patient complications were reported.